Manufacturer narrative:
Analysis synthesis: upon reception of the returned tablet, the reported behavior was confirmed, as the interrogation could not be performed using bluetooth communication with a reference pacemaker. In-depth analysis revealed that the bluetooth adapter was deactivated due to a software malfunction, under smartview software version 3.14, which failed to programmatically reset the bluetooth adapter. Further investigations are ongoing to determine the root-cause of this issue and implement corrective actions if applicable. This case is recorded for trending purposes.

Event description:
Reportedly, it was impossible to interrogate an alizea pacemaker using ble communication and only inductive communication was possible.

Event description:
Reportedly, it was impossible to interrogate an alizea pacemaker using ble communication and only inductive communication was possible.